Manufacturer narrative:
This report is submitted on june 3, 2019.

Event description:
Per the surgeon, the patient experienced infection, heat and non-auditory sensations. Subsequently the device was explanted on (B)(6) 2019 and the patient was not reimplanted with a new device as of the date of this report.

Manufacturer narrative:
The device was explanted due to infection and non-auditory percepts. The device passed all electrical tests confirming correct device function.